Manufacturer narrative:
The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® safety-lok¿ blood collection set, there was leakage of one device. No patient impact reported.

Manufacturer narrative:
H.6. Investigation summary: material #: 367282. Lot/batch #: 22g14t2. Bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and another 5 by functional testing and no issues were observed relating to sliced tubing as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode sliced tubing. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported that while using bd vacutainer® safety-lok¿ blood collection set, there was leakage of one device. No patient impact reported.